Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.00/+1.5/080 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. H3: device evaluation not required. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, into the patients right eye (od). The surgeon plans to explant and exchange the lens. The lens remains implanted. Additional information has been requested but none has been forthcoming.